Manufacturer narrative:
Product event #(B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna. Product number: ps300-002, lot number: 0209961861, expiration date: 2018-08-11, quantity returned: (B)(4). Testing performed: device packaging inspection: received in a (B)(4) box only an adenoid tip protected by molded styrofoam, adenoid tip is in a single bio-hazard bag and the tyvek lid is included, lot number and the device name match the information listed in the corresponding product event page within gch from the tyvek® lid. Copy of rga notification was included. Device visual inspection: ¿\ adenoid tip has been used with dried blood in the tip housing. Adenoid tip wire is damaged and is the visual related to the description functional inspection: hand piece was not returned with the adenoid tip which impedes functional testing. All inspection of the adenoid tip was performed visually. Lhr review: a review of the lhr for lot # 0209961861 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint is confirmed for the ¿broken wire ¿tna device¿ issue contained in the gch. This condition is consistent with improper cleaning techniques of the adenoid tip during usage. The IFU points out under ¿precautions¿ and ¿instructions for use¿ the following: ¿precautions¿ take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. ¿instructions for use¿ the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. The complaint will be tracked and trended in gch. Device codes : (B)(4) patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer.

Event description:
Toward the end of an ent procedure, while the surgeon was using the adenoid tip, he saw the wire break on the device tip. The surgeon removed the device and used the suction coag tip to complete the procedure.